Event description:
A us distributor contacted zoll to report that a patient was experiencing "add gel/replace belt" messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem ("add gel" messages) has been confirmed. Upon investigation the electrode belt was unable to complete a falloff test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) to the rear therapy electrode which was causing the "add gel" messages. The root cause for the open wire was excessive force. No adverse event resulted from the damaged electrode belt.